Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension. The probable root cause of a broken tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors instrument end had come completely off. The procedure outcome was unknown with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: this was noticed before it reached the patient by the scrub on the back table.